Event description:
A customer contacted beckman coulter inc (bec) stating that approximately 25 ml of fluid spilled onto the counter under the coulter act 8/10 analyzer when both baths overflowed as the first sample was run that day. The operator was wearing personal protective equipment (ppe) consisting of gloves and gown at the time of the event. There was no exposure to open wounds or mucous membranes. No one sought medical attention. Patient results were not affected from this event. There was no change to patient treatment associated with this event.

Manufacturer narrative:
The customer performed troubleshooting with customer technical support and replaced the customer replaced the peristaltic pump tubing, the reagent pack and fluid barrier filter. The customer also drained the vacuum isolation chamber (vic) manually, and attempted to drain the baths through the solenoids function. The drain function was unsuccessful and service was requested. A bec field service engineer (fse) was dispatched on (B)(6) 2012 and replaced the pinch tubing and vacuum count chamber, which resolved the issue. The failure mode is likely caused from the pinch tubing. Per labeling (coulter act series analyzer special procedures and troubleshooting, pn (B)(4)), beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).